Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the catheter bent and separated from the needle. Report 2of 2. The following was received by the initial reporter: nurse went to place IV in patient's right ac, advancing catheter forward. Patient pulled arm away and was in instant pain; after writer went to remove from patient's arm, the catheter was bent in half and pulled away from the needle itself. Patient was okay. Equipment malfunction. Another two rows were added due as according to customer this is 3rd/4th time the same issue happened.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the catheter bent and separated from the needle. Report 2of 2. The following was received by the initial reporter: nurse went to place IV in patient's right ac, advancing catheter forward. Patient pulled arm away and was in instant pain; after writer went to remove from patient's arm, the catheter was bent in half and pulled away from the needle itself. Patient was okay. Equipment malfunction. Another two rows were added due as according to customer this is 3rd/4th time the same issue happened.